Event description:
It was reported that on (B)(6) 2005, the patient underwent a l4 to s1 spinal fusion surgery using rhbmp-2/acs. It was reported that the patient's post-op period has been marked by initial relief, followed by unrelenting pain in his lower back radiating down both lower extremities. Reportedly, an MRI scan taken in (B)(6) 2010 demonstrates disc bulges, disc protrusions, and posterior element hypertrophy causing severe stenosis in his lumbar spine. Reportedly, an CT scan taken (B)(6) 2012 revealed osteophyte formation encroaching the foramen at the implant levels. Reportedly, an MRI scan taken (B)(6) 2012 demonstrates bilateral neural foraminal stenosis at the level of implant. Reportedly, the patient continues to experience severe and unrelenting pain in his lumbar spine. Patient also suffers from significant lower extremity pain that severely limits his ability to ambulate, sit, or stand.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of ddd at l4-5 , l5-s1 with facet spondylosis. The patient underwent procedure as part of stage 1 of two stage procedure with posterior fusion and instrumentation. 1. L4-5, l5-s1 complete diskectomy with decompression. 2. L4-5, l5-s1 anterior vertebral interbody fusion. 3. Insertion of alif spacer l4-5, l5-s1. 4. Anterior instrumentation of the lumbosacral spine. 5. Fluoroscopic guidance, insertion of instrumentation. During the procedure, size 17 alif spacer was than packed full of coiiagen soaked bmp sponges and seated in the resection gap next to the anterior lumbar. Lumbosacral plate was affixed to the spine through screws in s1. Next, attention was directed to the.l4-5 level where the disk was completely resected all the way back to the level of the spinal canal. Alif spacer packed full of bmp was seated under c-arm guidance into the resection gap.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.